Event description:
It was reported that during a ptca treatment procedure the viva balloon ruptured at 12atm's on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous proximal rca. The viva balloon catheter was removed and replaced with a viva 20/2.0 balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.